Event description:
The customer reported via phone call that they were unable to access the fill cannula screen when attempting to change the reservoir. Customer also reported their insulin pump continued to prime and a compromised force sensor system alarm occurred. Customer's blood glucose was 80 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement and excessive no delivery tests. However, the pump alarmed motor error during the basic occlusion test, and gave an alarm during the prime test due to a faulty force sensor. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, and a missing o-ring at the reservoir tube.